Event description:
It was reported that a tandem mobi pump shut down unexpectedly, and its leds were not blinking. The customer¿s blood glucose level was displayed as "high," but the specific value was unknown. There was no need for third-party assistance as the customer corrected the high blood glucose level with a bolus via the pump and successfully resumed insulin delivery following guidance from technical support.